Event description:
The customer did not report any problem with this shaver handpiece. The handpiece was returned for service.

Manufacturer narrative:
Investigation results - the shaver handpiece was received for repair and during testing, it was found to have the potential to activate on its own. A design change has been implemented for this failure mode. Conmed linvatec will continue to monitor this failure mode. There are no reported injuries associated with this failure mode.